Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The investigation found a crack in the battery compartment extending from the case seal to the grip pad. On investigation, the pump powered up and all the keypad buttons functioned properly. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the casing and contamination issues, it was observed that the keypad cover was torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and there was contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.